Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The issue could not be replicated by the representative. The system passed a system checkout and was determined to be fully operational.

Event description:
Medtronic received information regarding a navigation device. It was reported that the navigation system was unable to connect to the imaging system. Rebooting attempted without resolution. An alternate navigation system was utilized to complete the procedure. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
A software investigation analysis was initiated and determined that the reported event was related to a software issue. If information is provided in the future, a supplemental report will be issued.